Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported event is unable to be determined as the device was not returned for evaluation. However, the likely cause of the reported event is due to damaged cable by heavy mechanical stress during use, e.g. Bend, twist, coil, squeeze or by pulling on the cable instead of the plug. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is on-going. Should additional information be received, a supplemental report will be provided.

Event description:
The customer reported that during a hysteroscopic submucosal myomectomy and segmental curettage procedure to treat a uterine submucosal leiomyoma, the olympus hf¿s saline cable had a leakage. According to the initial reporter, the device was immediately removed without causing any patient or surgeon harm, and the procedure was completed using a similar device.